Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a humeral nail removal was performed on (B)(6) 2014 due to prominent hardware and pain. The original implant date is unknown. All hardware removed was fully intact. The patient was fully healed. The procedure was successfully completed. This complaint involves an unknown number of devices. This report is 3 of 3 for (B)(4).